Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, when the endoscope was withdrawn during the ercp procedure, the distal cover fell off . The distal cover was found by the pediatric sized bite block in the adult patient's mouth and removed by hand. A request for additional information is in progress. This event includes 2 reports: (B)(6) : tjf-q190v, unknown serial. (B)(6) : maj-2315, unknown lot. This report is 1 of 2 for (B)(6) : tjf-q190v, unknown serial.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the legal manufacturer's investigation. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the distal cover was easy to come off the subject device by the following: a) the distal cover was broken by adhesion of chemicals to the cover. B) physical stress was applied to the cover after attached to the subject device and inspected. C) unexpected stress such as load of friction by twisting, pushing, and pulling the cover in body cavity was applied to the distal end during the procedure. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information: the patient is reported to have no complications currently. There was no delay in procedure. The distal cover and endoscope were inspected prior to procedure but no results provided. No anti-fog agents or chemicals were applied to the scope lens or used during the procedure that could adhere to the tip of the scope or the distal cover. After attaching the distal cover to the scope, no damages were observed. Secure placement of the distal cover to the scope was confirmed by the circulating nurse, scrub nurse, tech and physician prior to insertion of the scope. It was tested by using a slight tug.